Manufacturer narrative:
The investigation of the complaint related to the multiple technical alarms generated by the ventilator device has been completed. During investigation on-site performed by our field service engineer, the ventilator control printed circuit board (pcb) was replaced. After successful tests, the ventilator was sent back to service. The visual inspection of the returned control pcb confirms a corrosion/liquid spill problem. When mounted in a reference ventilator device, the reported alarms were reproduced. The returned pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for internal memory error indicating ventilation stopped. The logs also contain other errors for disabled valves, control and communication errors. There was no patient harm. (B)(4).